Manufacturer narrative:
The following devices were also listed in this report: triathlon ps x3 tibial insert; cat# 5532-g-409; lot# mnrvvk it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicates devices were manufactured and accepted into final stock on with no reported discrepancies. There has been 1 other event for the lot referenced. Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that surgeon revise patient's right knee due to arthrofibrosis. Surgeon commented the revision was not a result of the implants but a result of patient factors.